Event description:
As reported, during use of the hydrajaw clamp insert, it became detached from the sterilized clamp and fell into the surgical field. The insert was retrieved immediately, and no additional treatment was required. There was no allegation of patient injury. The device is not available for evaluation as it was discarded by the hospital.

Manufacturer narrative:
No product will be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Since a lot number was not reported, the device history record review could not be performed. No root cause could be identified since no product sample nor objective evidence was provided for investigation. Since a lot number was not reported, the device history record review could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.